Event description:
This complaint is now reportable based on the analysis completed on 10/26/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the physician attempted to deliver a 3.00x32mm taxus express2 drug eluting stent to the left posterior lateral (lpl) artery. The lesion had mild to moderate calcification. The physician was unable to deliver the stent, and when trying to back off the wire the stent locked onto the wire. The physician removed the entire system and replaced it with another taxus express2 3.00x32mm stent and successfully completed the procedure. There were no patient complications reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis proximal stent damage was found. Some of the struts were slightly flared outwardly. Several severe kinks were found along the hypotube. A severe kink was located at the port area of the device. Attempted to insert the recommended size guidewire, however restrictions were noted. The outer lumen of the device was bunched up at approximately 6 centimeters proximal to the proximal marker band. The root cause of the reported complaint cannot be conclusively determined. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.